Manufacturer narrative:
(B)(4). G2: foreign - event occurred in france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during removal of an intramedullary nail, the extractor from a loaner instrument set had completely blunt edges and could not be secured to the proximal portion of the nail, necessitating an alternative extraction technique. The surgeon created a trench in the tibia, inserted a steinmann nail into the proximal locking hole, and used a graft driver; pressing on the steinmann nail allowed the nail to be extracted. This resulted in an incision approximately 5 cm longer than planned and an operating time of approximately 1.5 hours. The patient experienced fairly intense postoperative pain with a hematoma. Attempts have been made and no further information has been provided.